Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while conducting therapy on patient, the cardiosave intra-aortic balloon pump (iabp), customer reported that in the past 24 hours there have been issues with the pump alarming over temperature, this is the second pump reported. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer evaluated unit. Upon initially running unit on a testing catheter and trainer at 130 bpm, unable to replicate system over temperature alarm. Identified however, while running the compressor output test, temperature rising from 40 degrees to about 53 degrees and holding there after .5 hours of run time. After this, unit temperature went up a few decimals slowly. Replaced suspect wore out pressure regulator muffler. Post replacement, identified subject unit staying at 47 degrees while running the compressor output test for about .5 hours. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
It was reported that while conducting therapy on patient, the cardiosave intra-aortic balloon pump (iabp), customer reported that in the past 24 hours there have been issues with the pumps alarming over temperature, this is the second pump reported. There was no patient harm reported. The first iabp used in this event was reported under mfg report number: 2249723-2023-03312.